Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of f-49 was confirmed in the alarm log. The root cause of the reported condition was due to damaged main batteries. Upon replacement of the main battery, the problem was resolved. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump presented the error code f-49. There was no patient involvement. No additional information is expected.